Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads have noise and oversensing. It was also reported that the rv lead had prior t-wave oversensing (twos). The rv lead was reprogrammed previously for the twos. Additional information was attempted to be obtained, however, it was not available. The rv lead and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the right atrial (ra) and right ventricular (rv) leads have noise and oversensing. It was also reported that the rv lead had prior t-wave oversensing (twos). The rv lead was reprogrammed previously for the twos. It was later reported hat the rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6943 implantable tachy lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The electrograms show various noise waveforms and oversensing in the atrial episodes 16 to 26 between (B)(6) 2011 and (B)(6) 2012.